Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent an explant due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding breakthrough, ovarian cyst, depression, general body pain and vaginal itching. Previously administered products included for an unreported indication: mirena from 2008 to 2009 and depo provera. Concomitant products included calcium, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, ibuprofen and medroxyprogesterone acetate (depo provera)(B)(4)-2014 to (B)(4) 2015. On (B)(4)2015, the patient had essure inserted. In (B)(4) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(4)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"), 5 months 12 days after insertion of essure. In (B)(4) 2016, the patient experienced nausea ("nausea"). On (B)(4)2016, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent an explant due to complications from the essure device-bilateral salpingectomy.). Essure was removed on (B)(4)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, cystitis, urinary tract infection and vaginal infection had resolved and the menstrual disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and anxiety outcome was unknown. The reporter considered anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 2 coils left: 3 coils discrepancy noted as she is not currently planning for essure removal. Earlier bilateral salpingectomy mentioned for essure removal plaintiff received treatment for the event pain, abnormal bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4)2020: pfs received : outcome for the event pain and uti and vaginal infections were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent an explant due to complications from the essure device-bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received:event abnormal vaginal bleeding, menorrhagia, migraines, headaches, nausea, dysmenorrhea, dyspareunia, fatigue, bladder infection, urinary tract infection, vaginal infection added.reporters,lot number,lab data,events outcome,concomitant medication,historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding breakthrough, ovarian cyst, depression, general body pain and vaginal itching. Previously administered products included for an unreported indication: mirena from 2008 to 2009 and depo provera. Concomitant products included calcium, codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen and medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"), 5 months 12 days after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent an explant due to complications from the essure device-bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, cystitis, urinary tract infection and vaginal infection had resolved and the menstrual disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and anxiety outcome was unknown. The reporter considered anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Discrepancy noted as she is not currently planning for essure removal. Earlier bilateral salpingectomy mentioned for essure removal plaintiff received treatment for the event pain, abnormal bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent an explant due to complications from the essure device-bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 31-year-old female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included calcium, codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"), 5 months 12 days after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent an explant due to complications from the essure device-bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 2 coils left: 3 coils. Discrepancy noted as she is not currently planning for essure removal. Earlier bilateral salpingectomy mentioned for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received- new event mental anguish were added. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding breakthrough, ovarian cyst, depression, general body pain and vaginal itching. Previously administered products included for an unreported indication: mirena from 2008 to 2009 and depo provera. Concomitant products included calcium, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, ibuprofen and medroxyprogesterone acetate (depo provera)(B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("mental anguish"), 5 months 12 days after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent an explant due to complications from the essure device-bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, cystitis, urinary tract infection and vaginal infection had resolved and the menstrual disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and anxiety outcome was unknown. The reporter considered anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 2 coils left: 3 coils discrepancy noted as she is not currently planning for essure removal. Earlier bilateral salpingectomy mentioned for essure removal plaintiff received treatment for the event pain, abnormal bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : outcome for the event pain and uti and vaginal infections were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.